Manufacturer narrative:
Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient procedural factors (patient prosthesis mismatch) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 3 years and 4 months post transcatheter mitral valve replacement (tmvr) with a 26 mm spaien 3 valve in a previously implanted surgical valve, the patient developed shortness of breath (sob) and gradient of 13mm hg. The sapien 3 valve had a restrictive waist, and the physician post dilated using a non edwards balloon to fully expand the sapien 3 valve. Procedure was successful and the gradient reduced to single digits. The patient is in stable condition post procedure.

Manufacturer narrative:
Update to h6 (type of investigation, and investigation findings), and h10 to reflect investigation. The 26mm sapien 3 valve was not returned to edwards as the valve remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency; therefore, a device history record review was not performed. A lot history record review was performed and did not reveal any related complaints. The commander delivery system IFU and procedural training manual were reviewed for instruction and guidance. The procedural training manual provides guidance on post deployment thv assessment. Assess the thv post deployment using fluoroscopy and withdraw the delivery system from the thv before assessing. Perform an aortogram with wire still in the lv to assess for thv position and complete expansion, patency of coronary arteries, functional assessment of thv (ar, pvl, etc.) And annuluar and aortic integrity. A rao projection provides the best view of the lv (no overlap with aorta). Assess the thv post deployment using tee in multiple planes, long axis by checking for severity of ar and thv position relative to coronary arteries. With short axis check central vs. Paravalvular regurgitation. Other evaluations to consider are coronary occlusion, malposition and ar, integrity of ascending aorta, mitral valve function, ventricular wall motion abnormalities, and pericardial effusion. In addition, deep gastric view is best for assessing thv gradients. There was no if or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradient was unable to be confirmed as imagery/medical report was not provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 3 years and 4 months post transcatheter mitral valve replacement (tmvr) with a 26 mm spaien 3 valve in a previously implanted surgical valve, the patient developed shortness of breath (sob) and gradient of 13mm hg. The sapien 3 valve had a restrictive waist, and the physician post dilated using a non-edwards balloon to fully expand the sapien 3 valve. Procedure was successful and the gradient reduced to single digits'. In this case, the gradients were improved after post-dilation or valve expansion, which suggest that the valve was initially under-expanded. As reported through follow-up, perceived root cause for this case was noted to be 'under-expansion due to the constraint of the surgical prosthesis. Fracturing the smv allowed the sapien to fully expand'. Under-expanded valve has an inadequate effective orifice area, affecting blood flow and leading to increased gradients. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, available information suggests that procedural factors (under-expanded valve) may have contributed to the reported event. In addition, per report, the cause of the restricted waist and increased gradient was due to under-expansion due to the constraint of the surgical prosthesis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.